Event description:
The dentist reported that the abutment fractured in patient.

Manufacturer narrative:
Visual inspection of the device as returned has confirmed that the ceramic post has separated from the titanium insert and that the ceramic post has also fractured. The crown remained attached. The fingers of the titanium insert have not been broken; nor does the hex of the device appear damaged. The returned izshg (abutment screw) appears worn but has not fractured. The reported abutment fracture has also been confirmed through returned radiographs. The lot number for the abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Added event problem codes. Added aware date. Additional information and device evaluation boxes checked. Device evaluated by MFR? Changed no to yes. Added evaluation codes.